Event description:
Customer reported that the insulin pump went into threshold suspend with a blood glucose level of 120 mg/dl and a sensor glucose level of 75 mg/dl. Customer reported repeatedly receiving blood glucose and sensor glucose reading that were far off from one another. Blood glucose level was 198 mg/dl. During a follow up call, customer reported having a blood glucose level of 41 mg/dl. Customer treated with orange juice. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.